Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in the reporter stated, rupture occurred at the blue medication additive port. No patient harm was reported and no additional information was provided on this case.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of 'rupture occurred at the blue medication additive port' could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.